Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad response issue could not be duplicated. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the keypad buttons were appropriately responsive. There was evidence of keypad contamination found under the up, down, and ok key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No additional information was provided and troubleshooting was no completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.